Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) in response to follow-up reported that a different rep had seen the patient. That rep reported that "ms" felt the pocket site pain was unrelated to the implantable pulse generator (ipg). A possible cause was nerve pain/sciatica. The patient was given a topical compound cream for the painful area. The patient was also not happy with the stimulation coverage in the foot. A revision was scheduled for (B)(6) 2016 to attempt better lead position for better foot coverage.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported a lot of warmth and burning below the implantable neurostimulator (ins) side when charging her ins and running stimulation. There was also vibration around the ins site. This was noticed more when stimulation was on or when she would turn the amplitude up. This was also noted to be intermittent. It was not positional but noticed it could occur if she sat for a certain period of time. The patient had not had any falls or trauma and the ins was not moving around in the pocket site. It was noted that the patient needed stimulation for her right foot pain and felt the stimulation in the majority of her leg and foot. The only way to get the stimulation in her foot was to go with a higher voltage. No imaging had been done since implant. Impedances were checked and were found to be within range; 539-1160 ohms at 3 volts. Group impedance was 472 ohms. Reprogramming was performed with 14-, 13-, 6-, 5-, and 12+. The patient then reported there was still a little vibration but no burning. Additional information received from the manufacturer representative (rep) in response to follow-up reported that the patient reported burning that occasionally made it difficult to sit which stopped with turning stimulation off. There was vibration after the reprogramming. No burning or vibration prior to leaving the office after reprogramming was reported. The rep had not spoken to the patient since the visit. No further actions were planned. Additional information received from the rep reported that the patient reported burning at the ins site which extended up and down the body. This was reported at the time of sensor activation on (B)(6) 2015. The patient was to be seen on (B)(6) 2016 for troubleshooting and reprogramming. It was not resolved at the time. The patient was alive with no injury and no surgical intervention occurred or was planned. Additional follow-up was performed to determine what actions were taken at the appointment and if the issue was resolved. Relevant medical history included reflex sympathetic dystrophy/causalgia-complex regional pain syndrome and spinal pain.